Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided pericardiocentesis drainage catheter placement procedure, the effusion allegedly continued to leak out along the drawstring hole during use. It was further reported that after the drawstring was released during extubation, it is found that the drain allegedly had resistance with the drawstring, which was like being embedded in the tissue, resulted in difficulty in extubation. Furthermore, the patient experienced pain and there was continuous fluid oozing out along the drawstring hole during the drainage process. Reportedly, the drawstring was cut and pumped it from the other end, and then gradually pulled out with successful extubation, which then gradually relieved the patient's pain. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fluid leak, difficulty in removal, physical resistance and entrapment issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided pericardiocentesis drainage catheter placement procedure, the effusion allegedly continued to leak out along the drawstring hole during use. It was further reported that after the drawstring was released during extubation, it is found that the drain allegedly had resistance with the drawstring, which was like being embedded in the tissue, resulted in difficulty in extubation. Furthermore, the patient experienced pain and there was continuous fluid oozing out along the drawstring hole during the drainage process. Reportedly, the drawstring was cut and pumped it from the other end, and then gradually pulled out with successful extubation, which then gradually relieved the patient's pain. There was no reported patient injury.